Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg and surgical lead, on (B)(6) 2009. It was reported that the patient lost stimulation. It was reported that approximately 1 1/2 months ago, the patient allowed her ipg to deplete and did not recharge it. She stated she was taking injections for her pain and wanted to evaluate how well they worked. Follow up on the patient found that a replacement charger was unsuccessful in resolving the issue. The ipg was not responsive. It was reported that the ipg will be explanted and replaced; the surgery date is undetermined at this time. No further information is available.